Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advanced stage of parkinson's disease. The j-tube was placed on (B)(6), 2010. According to the complainant, on (B)(6), 2010, there was an occlusion in the inner tube cause by a formation of a knot on the j-tube. The administration of the duodopa medication was stopped during this time. The procedure was completed with a new 80cm two port through the peg jejunal feeding tube (j-tube). The patient did not experience any health related impairment due to this event. Additional information received (B)(6), 2010: the patient's condition at the conclusion of the procedure was reported to be good. During the time of j- tube occlusion, the patient received levodopa in tablet form.

Event description:
It was reported to boston scientific corporation that an 80cm two port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for the advanced stage of parkinson's disease. The j-tube was placed on (B)(6) 2010. According to the complainant, on (B)(6) 2010, there was an occlusion in the inner tube cause by a formation of a knot on the j-tube. The administration of the duodopa medication was stopped during this time. The procedure was completed with a new 80cm two port through the peg jejunal feeding tube (j-tube). The patient did not experience any health related impairment due to this event.

Manufacturer narrative:
(B)(4) - exchange of j-tube. (B)(4) - the reported event knot in j-tube cause occlusion. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.